Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (128-fxxx) issue. It was reported that there was a battery life issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: black box shows multiple ¿cs128¿ alarms occurring due a short battery life failure, short battery life is illustrated with 17 counts voltage drop on (B)(6) 2016, no evidence of ¿cs128-fxxx¿ alarms is observed. The battery compartment is undamaged, returned battery cap is able to fit. Ez-prime¿ steps were performed correctly, all currents reading are above spec (step30). No ¿cs128¿ alarm occurred during the investigation. Unable to duplicate ¿cs128-fxxx¿ complaint. The pump¿s cover was removed; moisture corrosion was found to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).